Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon would not deflate outside of the body. The lesion being treated was an in-stent restenosis in the 99% stenosed proximal left anterior descending artery (lad). Two guidewires were used, one in the lad and one in the 1st diagonal (d1). The maverick2 balloon was inserted into the lad, and another manufacturer's balloon was inserted in the d1, and both balloons were inflated concurrently. The maverick2 balloon would not remain in place in the lesion. The physician removed the maverick2 balloon from the body, inflated it to 2 atms, and tried to clean off the balloon for reuse. The physician felt that the bottom of the balloon "sagged". He repeated this cleaning procedure three times, and after the third time the balloon would not deflate. The procedure was completed with another device. No patient complications were reported, and patient status was reported as 'good'.